Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer was experiencing low blood glucose since the night before and the doctor assisted her in setting a temporary basal rates at 50% of normal basal rates. During troubleshoot, it was noted that the insulin pump is not running the temporary basal rate as customer stated they had set up. Nurse was assisted in setting up the temporary basal and it was noted that it had been previously set up as 0.50 units instead of 50 percent. It was stated that the customer has had low blood glucose, but insulin pump had been disconnected all day. Current blood glucose 134 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.